Event description:
The procedure was peripheral stenting to right iliac artery lesion. The vessel was heavily calcified and tortuous with a 75% rate of stenosis. The smart control stent was delivered after predilatation. However, during stent deployment, resistance was encountered and, the stent was placed distal to the target site. The stent did not cover the entire target lesion area and consequently, another smart control stent was implanted. Postdilatation was completed and successfully results were obtained. The physician commented on the event and indicated a kink was noted at the proximal shaft of the delivery system.

Manufacturer narrative:
The involved suspect medical device is not available evaluation and testing. However, any additional information will be submitted within 30 days upon receipt.